Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication failure has occurred due to cable failure, and images are no longer displayed. The cause of the cable failure is likely to have been deteriorated due to internal flooding from the cable pinhole. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The no image displayed on monitor was due to faulty cable, the device failed the leak test due to pin hole, faded label on rear cover, discolors and unreadable serial number plate. Also, they have found there was no sense intermittent of switch depression for button white balance due to worn out switch board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The ch-s400-xz-eb/ 4k camera head was returned as part of the asset return process. During routine inspection of the device by olympus, there was no image displayed on monitor due to a faulty cable. The customer later confirmed that this issue was discovered in the operating room prior to use in an unknown procedure. There were no reports of patient or user harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.